Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a lead alert for high impedance on the superior vena cava coil of the right ventricular lead. Noise was also observed with isometrics and pocket manipulation on the right ventricular coil. Programming the lead to rvtip to rvcoil sensing with detection suspended confirmed oversensing. It was also noted occasional far field r-wave oversensing on the atrial lead and high impedance measurements on the left ventricular lead. The right ventricular lead was capped and replaced. The atrial and left ventricular leads remain in use. No patient complications have been reported as a result of this event.